Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm, a blank battery icon, and vertical lines on the display. The customer¿s blood glucose was 170 mg/dl at the time of the incident. Customer decline troubleshooting for blank display/missing segments. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Device received with blank display, after pressing any buttons unit showed missing segment follow by blank display, problem isolated to lcd driver board. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify compromised forced sensor system alarm due to blank display.